Manufacturer narrative:
Additional product code pbj. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the implant distraction device did not really work like it was supposed to. There was some patient error. It is unknown if there was a surgical delay. Patient status and the outcome are unknown. This is report 03 of 04 of (B)(4).